Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the left ventricular (lv) lead pacing vectors exhibited high pacing impedance. It was noted the vector that had high impedance was not programmed to be in use. The lv lead remains active. No patient complications have been reported as a result of this event.